Event description:
It was reported that a cardiac perforation, pericardial effusion (pe) and cardiac tamponade occurred. The procedure was cancelled. During a mitral procedure, a versacross access solution was selected for use. Upon transseptal puncture, the interventional cardiologist (ic) perforated left atrium with versacross rf wire. The patient developed pericardial effusion and cardiac tamponade. The procedure was aborted prior to sheath introduction. An open pericardial window surgery was performed. The device is not expected to be returned for analysis.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device technical analysis: boston scientific has made three attempts to retrieve the device however no response was received; the device is not expected to be returned; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross access solution risk documentation was completed and confirmed that the event of pericardial effusion, cardiac tamponade, cardiac trauma and additional intervention required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported events of pericardial effusion, cardiac tamponade and cardiac trauma are known inherent risks of the versacross access solution device. The clinical events including pericardial effusion is anticipated in nature as per the IFU as reported to bsc. It is unlikely that manufacturing contributed to the case as there are quality controls in place to mitigate defective product from being released to the field.

Event description:
It was reported that a cardiac perforation, pericardial effusion (pe) and cardiac tamponade occurred. The procedure was cancelled. During a mitral procedure, a versacross access solution was selected for use. Upon transseptal puncture, the interventional cardiologist (ic) perforated left atrium with versacross rf wire. The patient developed pericardial effusion and cardiac tamponade. The procedure was aborted prior to sheath introduction. An open pericardial window surgery was performed. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.